Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the mfg records was also not possible as a lot number was not provided.

Event description:
It was reported to medtronic neurosurgery that the ventricular catheter was broken. It was also reported that there was no injury to the pt.